Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that prior to a surgical procedure at the user facility foreign material was found in the sterile packaging of the product. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Product not yet received from customer.

Event description:
It was reported that prior to a surgical procedure at the user facility foreign material was found in the sterile packaging of the product. The user facility was not able to provide any further information regarding the reported event.